Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s other blood glucose level was 600 mg/dl,342 mg/dl,537 mg/dl,465 mg/dl,547 mg/dl,365 mg/dl,364 mg/dl. The customer was treated with manual injection and bolus. The customer declined troubleshoot for high blood glucose. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.